Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jun-2026, a facilities representative reported via (B)(4) that the ar-1630 lat decubitus shouldr tracn dev experienced the end cap pulling off the cable. This issue was discovered during a case with no patient harm.